Manufacturer narrative:
(B)(6). Occupation - the occupation is lay user/patient.

Event description:
The patient stated that he received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 4.7 inr. Within 2 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting as 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3.0 - 4.0 inr. The patient's product was requested for investigation.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 50%, donor 2 hct: 47%. Testing results: donor #1: retention meter and master lot strips: 2.5 inr, customer meter and customer strips: 2.7 inr, 2.7 inr. Donor #2: retention meter and master lot strips: 2.3 inr , customer meter and customer strips: 2.4 inr, 2.4 inr. The maximum difference between measurements with the same blood sample was 8 %. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Corresponding retention test strips (lot 330461) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.